Manufacturer narrative:
Citation: swift sl, et al. Transcatheter aortic valve implantation versus surgical aortic valve replacement in patients with severe aortic stenosis: a systematic review and meta-analysis. Bmj open. 2021 dec 6;11(12):e054222. Doi: 10.1136/bmjopen-2021-054222. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of transcatheter aortic valve implantation (tavi) and surgical aortic valve replacement (savr). All data was collected from a meta-analysis review of nine studies (61 publication records). The overall study population included 8,818 patients (demographic data not reported). An unspecified proportion of these patients underwent tavi with a medtronic corevalve, evolut r, or evolut pro valve. No unique device identifier numbers were provided. The authors pooled and analyzed the all-cause and cardiovascular mortality data from the nine studies included in the review. The c ircumstances of the deaths were not disclosed, and no statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. The authors pooled and analyzed the other outcomes data from the nine studies included in the review. Outcomes included: all-stroke (major or disabling); myocardial infarction; bleeding (major, disabling, or life-threatening); major vascular complications; new permanent pacemaker implantation; new-onset or worsening atrial fibrillation; endocarditis; structural valve deterioration (hemodynamic or unspecified); reintervention/reoperation; and rehospitalization. Medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.